Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the right internal iliac artery using penumbra coil 400 coils (pc400 coils). During the procedure, the physician delivered two coils from another manufacturer and two pc400 coils into the aneurysm using another manufacturer's microcatheter. While advancing a new pc400 coil through the microcatheter, the physician met resistance and therefore, removed the coil. The procedure was completed using another manufacturer's coils and new pc400 coils. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the penumbra coil 400 (pc400) pusher assembly. The pusher assembly was kinked in multiple locations of the pusher assembly hypotube. The embolization coil was intact with the pusher assembly. The pc400 was measured and found to be within specification. Conclusions: evaluation of the returned device revealed it was kinked in multiple locations of the pusher assembly hypotube. This damage likely occurred due to forceful manipulation of the pc400. The kinks in the pusher assembly likely contributed to the resistance experienced by the physician while advancing the pc400. The pc400 introducer sheath and non-penumbra microcatheter were not returned for evaluation. Pc400 devices are 100% functionally evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.